Manufacturer narrative:
E1 phone#: (B)(6). H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The pump was working properly. There was no known cause of the reported issue, and the downstream occlusion (dso) sensor will be preventatively calibrated. The device shall be returned to customer upon confirmation of the resolution of the reported issue, as well as passing functional and accuracy testing results.

Event description:
It was reported that there was an overpressure alarm. The incident took place during handling of the device on the ward, while a healthcare professional was inserting the cassette. There was no patient involvement and no human harm/adverse event.